Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was a post operative fracture of the ceramic ball head.

Manufacturer narrative:
Investigation: reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Density: the density was determined on the fragments of the ball head. The measured density is complying with the delivery specification for biolox forte components. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region c. Due to secondary metal transfer only three of the four fragments can be evaluated. The expected primary metal transfer on the cone of the ball head can be found with varying intensity-partially the transfer patterns are barely visible. Additionally, metal transfer can be found in region d/e. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism, intensive chipping occured at fracture surface edges and on all fracture surfaces. Therefore, further information probably got lost which might have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head the primary fracture surface coincides with the ball head axis. Additionally, its appearance is very smooth and flat. One primary fracture surface can be found. The fracture origin cannot be determined due to the mentioned secondary damages. Increased wear: on the outer surface of the fragments clearly restricted areas with increased wear can be found. These wear zones could have been caused by microseparations/edge loading prior to the fracture. Batch history review: the quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. Conclusion and root cause: the failure is most likely user or patient related. Rational: the density of the ball head was analysed and found to be complying with the delivery specification for biolox forte components. The microstructure as obtained from the quality documents accomplishes the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the ball head as a result of contact with metal parts or surgical instruments after the fracture events. The expected primary metal transfer on the cone of the ball head can be found with varying intensity-partially the transfer patterns are barely visible. Due to secondary metal transfer one fragment cannot be evaluated. One primary fracture surface can be identified. Due to secondary damages the fracture origin cannot be found. On the outer surface of the ball head clearly restricted areas with increased wear can be found. These wear zones could have been caused by microseparation/edge loading prior to the fracture. Due to missing fragments and secondary damages, we cannot draw any conclusion regarding a possible cause for the fracture of the ball head. No deviation could be found. There is no indication for a material failure or an manufacturing error. Therefore we assume most likely an inappropriate implantation situation or a patient related reason. The evaluation of the ceramic ball head is based on the investigation of the manufacturer of the ceramic components. No CAPA is necessary.